Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report the battery charger/modem was reporting a battery charger problem. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger's power brick connector that plugs into the charger was damaged. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The pt was provided with a replacement charger.